Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the lead was noted during a follow-up. X-ray revealed externalized conductors. The lead was replaced. The patient was stable.